Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Info received indicates that an advance sling was implanted; the date of the procedure and the name of the implanting physician are unavailable. Reportedly, the pt's incontinence level after the sling implant was greater than at baseline and an alternative treatment for his incontinence was chosen.